Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -4.5/1.5/74 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On 17-jul-2023, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles.the problem was resolved. Cause of the event was a reported as the device. Status of the eye is reported as normal without signs and symptoms.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).